Event description:
Info received that intermittently the head up was not working. No injury reported.

Manufacturer narrative:
Tech found the head up function was not working as designed. Replaced the head up valve to resolve this issue.